Event description:
Primary IV tubing connected to power injector in CT. Injection started. Small amount of leakage at site, retaped, saline injected fine. Injected again, arm straight, clave tubing ballooned and burst, spraying pt with contrast. New hep lock put in, reinjected and scan performed. No infiltrate.